Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial procedure. It was reported the surgeon registered the patient and confirmed accuracy while not sterile, and after the surgeon was sterile the site swapped reference frames and it was inaccurate. The system was rebooted, and the registration was not saved. The use of navigation was aborted. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
The software analysis was unable to determine the probable cause of the reported issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial procedure. It was reported the surgeon registered the patient and confirmed accuracy while not sterile, and after the surgeon was sterile the site swapped reference frames and it was inaccurate. The system was rebooted, and the registration was not saved. The use of navigation was aborted. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial procedure. It was reported the surgeon registered the patient and confirmed accuracy while not sterile, and after the surgeon was sterile the site swapped reference frames and it was inaccurate. The system was rebooted, and the registration was not saved. The use of navigation was aborted. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.